Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970923l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block av. It was reported that there was no/minimal signals on the ablation catheter. The catheter was replaced and the issue did not resolve. They stated that it was thought that the patient may be in an underlying atrial standstill rhythm. Catheter replacement requested additional information- the patient had an underlying junctional rhythm. No interference at all anywhere. Physician had any intact ECG signal available to monitor patient heart rhythm .there was no signal interference. The adverse event occurred on (B)(6) 2023. The adverse event was discovered during use of biosense webster products. The patient¿s atrial flutter terminated and there was atrial standstill that followed. It is not the fault of the products. Physician¿s opinion on the cause of this adverse event was the patient condition. Intervention provided was ventricular pacing until the heart rate recovered. Outcome of the adverse event was improved. Generator information was a smart ablate, however this is purely a patient underlying rhythm issue and unrelated to any bw hardware. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 19-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block av. It was reported that there was no/minimal signals on the ablation catheter. The catheter was replaced and the issue did not resolve. They stated that it was thought that the patient may be in an underlying atrial standstill rhythm. Catheter replacement requested. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 30970923l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was the patient's condition. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).